Event description:
The customer reported that the system would completely boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos and rtos boards were evaluated and reseated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.